Event description:
Patient's ventricular assist device (vad - thoractec heartmate 2) developed a fractured driveline (green wire). The vad was attempted to be repaired by engineers at the bedside in the cardiac surgery ICU. The attempted repair was complicated by a vad stop when the engineers cut the green wire's redundant wire (yellow wire) for placement on the new cable. The patient became unresponsive and required chest compressions (aortic valve closed off with pericardial patch during original hm2 implant 2013). The patient was transferred to the or for completion of the repair. The engineers were able to restore flow with the vad when the wire was reattached. Manufacturer response for vad, thoratec heartmate ii (per site reporter). No follow up information to date. The manufacturer engineers participated in repair of the vad.